Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status-post trauma was scheduled for filter placement. The right common femoral vein was accessed and a venogram demonstrated the right renal vein at the level of l1 and the left renal vein at the level of l3. The filter was advanced and deployed with the tip at the superior endplate of l2. Completion venogram demonstrated satisfactory position. The patient was hemodynamically stable at the conclusion of the procedure with no immediate complications. One day post filter deployment, the patient was scheduled for open reduction and internal fixation of the left transverse acetabular fracture to treat deformity and improve pain and function. Approximately four years four months post filter deployment, the patient presented for filter retrieval consultation. CT scan of the abdomen and pelvis demonstrated the filter to be tilted with limbs extending beyond the caval wall and one detached filter limb. Approximately four years five months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a venogram demonstrated the filter to be tilted with several limbs penetrating the caval wall. A guidewire was looped around the fibrous scar and tension was placed on the guidewire to advanced a sheath over the hook. Retraction was placed until the fibrous scar was freed from the vena cava. The filter was removed through the sheath and inspection demonstrated only eleven filter limbs intact. Completion venogram demonstrated no significant stenosis or extravasation. Completion x-ray of the chest demonstrated a detached filter limb in the left pulmonary artery. The patient was hemodynamically stable at the conclusion of the procedure. The patient tolerated the procedure with no immediate complication. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Four years and four months post filter deployment, CT scan of the abdomen and pelvis demonstrated the filter to be tilted with limbs extending beyond the caval wall and one detached filter limb. Approximately four years five months post filter deployment, the patient presented for filter retrieval. Multiple snaring attempts were made, the filter was removed with additionally manipulation. Based on the medical records, the investigation is confirm for tilted filter, perforation of the ivc wall, a detached filter limb, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four years four months post filter deployment in a patient status-post trauma, CT scan demonstrated the filter to be tilted with limbs extending beyond the caval wall and one detached filter limb. The patient presented for filter retrieval approximately four years five months post filter deployment. Multiple devices were used to successfully capture and retrieve the filter with difficulty. Inspection of the device demonstrated eleven filter limbs. Completion chest x-ray demonstrated a detached filter limb in the pulmonary artery. The procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.